Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024, the patient experienced an occlusion issue with the product, specifically that the blockage was likely at the site. The patient noticed symptoms 3 or more hours after insertion. The site was inserted in the abdomen and the patient regularly rotates site locations. The site area was not impacted in any way and the patient confirmed the introducer needle was ahead of the cannula prior to insertion. No further information available.